Event description:
It was reported that during a wrist arthroscopy procedure using a microblator 30 icw wand, the wand stopped working after 3 minutes of activation. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.